Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the side frames are broken at the step tube at the rear left lower corner. Also broken on the right side.